Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.

Event description:
It was reported that the patient experienced an infusion set leakage at the insertion site leading to high blood glucose and dry mouth was treated with multiple daily injections on (B)(6) 2026